Manufacturer narrative:
(B)(4): this part is not approved for use in the united states; however a like device catalog # 828-083, 510k # k880215 was cleared in the united states. The device was not returned for evaluation however films were supplied for review which found: this case represents a kyphoscoliosis fusion from t10 to the iliac crest. Plif was performed through l2 to the iliac crest with a competitors lateral connectors. It was found that the rods had broken through the l5/s1 interspace, and this is seen on 6 films. Position of screws, rods, lateral connectors and cross links appear adequate. Broken rods have not migrated a significant distance. Failure through l5/s1 is the most common level despite appropriate anterior column support.

Manufacturer narrative:
Visual review confirms rod broken. Multiple witness marks noted on rod. No surface defect noted adjacent to the initial crack propagation area that could contribute to crack initiation and propagation identified. Examination of the fracture surface identified multimodal fractures, with initial region with evidence of progressive convex striations (beach marks) approximately 30% of the way through the cross-sectional area, followed by another region of increased material disruption, riverlines, and shear lip, which are consistent with overload which appears to have resulted in ultimate failure of the implant. Dimensional inspection confirms rod diameter both above and below the fracture within print specification. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implants; unable to definitively determine specific root cause of the foregoing event from the available information.

Event description:
It was reported that the patient underwent a posterior spinal fusion at t10-iliac to treat kyphoscoliosis. Approximately one year post-op it was found that the rods were broken on both sides of the construct. The patient underwent a revision surgery to remove the broken rods and the construct was reinforced with 4 rods. No patient complications were reported.